Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that 8mm monopolar curved scissors (mcs) instrument did not close. The customer reported event has no report of patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis, and the complaint was confirmed. The monopolar curved scissors (mcs) instrument was analyzed and found to have one blade broken at the base, causing difficulty to open and close the blades during manual articulation of inputs. The component was broken and there may be missing piece(s), but the size of the missing piece(s) cannot be confirmed. The broken piece was not returned. Components adjacent to this broken blade do not show damage. The probable root cause is attributed to damage during use, which may result from contact with other instruments or other hard/metal objects (e.g., staples, clips, etc.).

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information on 15-jan-2026: the issue was identified during central processing.

Event description:
Refer to h11 for follow-up information.